Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which caused pacing inhibition. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Correction: section b5 - the right ventricular lead should be "explanted" rather than "capped".

Event description:
New information received notes that the right ventricular (rv) lead was explanted on (B)(6) 2025.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: section e1 - the physician's name should be dr. (B)(6) instead of dr. (B)(6) reporter establishment name should be (B)(6). The address should be (B)(6) rather than (B)(6). Phone number should be (B)(6) instead of (B)(6).